Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal remained inside the seal loader as the user removed the delivery tube. The second seal was used with the same result. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation details: as received, it is observed that the seal is inside the loader. Visual inspection verifies that the delivery device is not properly loaded inside the loader and the plunger has been depressed. The reported observation is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.